Event description:
The customer reported that the device did not alarm for bradycardia. The incident occurred in 2003. The pt's death was not reported to philips until 6 weeks later. The customer only stated that the pt had died after the reported incident had occurred. No other pt info was given.